Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eyk3, hardware: sm-s911u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) for approximately three weeks sometime on (B)(6) 2026; however, the exact date of the event was not reported. The event date provided in this report is approximate. At the time of the medical event, the patient¿s blood glucose level was reportedly approximately 1200 mg/dl. The patient¿s sister indicated that healthcare professionals were investigating whether the medical event was related to use of the omnipod system; however, no further information was provided regarding system functionality at the time of the event, including whether any alarms occurred or the duration of pod wear. It was further reported that the patient received multiple treatments during hospitalization, including potassium supplementation, anxiety medication, cardiac medications due to a critically abnormal heart rate, and treatment for impaired kidney function. The patient was also diagnosed with pneumonia. No additional information was provided despite multiple good-faith efforts to obtain further details.